Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the distal section of the pipeline did not open. It was noted that the pipeline was not placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Event description:
Medtronic received a report that after fully evaluating the straight section of m1, opened the tip end of the pipeline on the straight section of m1. The surgeon fixed the delivery guidewire and slowly withdrew the stent microcatheter. The tip end of the pipeline appeared in a poorly opened state, resembling an olecranon shape. After trying to retrieve the microcatheter, the pipeline tip end still failed to open properly. Continued to try to open it in the internal carotid artery, but still failed to open properly. Then replaced it with ped-475-30, but still encountered the same problem of poor opening of the tip end of the pipeline, which resembled an olecranon shape when it came out. When the pipeline was retrieved, it got stuck in the phenom and was slowly taken out. However, the entire pipeline delivery system broke and the microcatheter could not be used. The pipelines were not used for an off-label use. The pipelines and any accessories were prepared as indicated in the instructions for use (IFU). The phenom was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured right, recurrent large posterior communicating (pcom) artery aneurysm with a max diameter of 6mm and a 5mm neck diameter. The landing zone artery size measurements were 4.5mm distally and 4.67mm proximally. The access vessel was the femoral artery with a diameter of 8mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The post procedure angiographic result showed the stent was used to assist spring coil embolization, and the contrast agent was retained.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box ; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pushwire was returned outside the phenom 27 catheter. The braid was found stuck inside the catheter hub. Damage location details: no bent or kink was found with pushwire. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The sleeves and tip coil were not returned for analysis and the reason was not provided. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No damages were found with re-sheathing pad or with the proximal bumper. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. Testing/analysis: the total and usable lengths of phenom catheter were measured to be within specifications. Catheter was flushed with water and water exited from catheter distal tip. For, further examination; an in-house 0.0265¿ mandrel was inserted through the hub of the catheter without issue; however, resistance was observed at the damaged location. The pipeline flex braid was removed from catheter lumen. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the braid was found to be open. However, based on the analysis findings, the pipeline flex and phenom catheter were confirmed to have resistance. The pipeline flex pushwire and the phenom catheter were found to be damaged. From the damages seen on the catheter distal tip (flattening), pipeline flex braid (fraying) and hypotube (stretching); it is likely high force used during the delivery. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result features observed indicate the wire failed via torsional overload failure mechanism. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.